Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal - meeting expected longevity.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device lasted less than 4 years. Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.